Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coils), a lantern delivery microcatheter (lantern), non-penumbra coils, and a non-penumbra sheath. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. During the procedure, the physician placed two non-penumbra coils and two packing coils into the target vessel using the lantern. Next, another packing coil was advanced into the target vessel; however, the packing coil would not take its intended shape. The physician then made several attempts to remove the packing coil from the patient. While making an attempt to retract the packing coil, the coil unintentionally detached within the lantern. Therefore, the lantern containing the detached packing coil was removed from the patient, and the packing coil was flushed out of the lantern on the back table. The procedure was completed using a new packing coil with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.